Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Even after extensive correspondence no further information about deflation time of the complaint instrument could be obtained. Therefore, no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The final root cause is most likely related to external factors during procedure.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a stenosis (70 percent stenosis degree) in a proximal om. Without pre-dilatation the stent was successfully deployed with a pressure above rbp. During removal of the device resistance was noted and the used 6f guiding catheter has shifted.